Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. Troubleshooting was performed. Found that the customer had made changes to the insulin pump settings by mistake prior to the event. Found a delivery max alarm in the alarm history due to the customer delivering several boluses to treat her blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.